Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro harvesting tool took a long time to burn through the tissue. It is unknown how the procedure was completed. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the cold jaw silicone boot had detached. The jaws were burnt. There was some evidence of blood. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it would not produce steam or heat. The handle was opened up and it was found that there was some soldering flux on the microswitch. Based upon this, the reported failure "took a long time to burn through the tissue" was confirmed as an electrical issue. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).